Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece measuring 44.0/48.0 cm. (Lead insulation/cables). Visual inspection of the lead found an external insulation abrasion breaching the empty, ring electrode and inner coil lumens at 9.5 ¿ 10.0 cm from distal tip between the shock coils consistent with friction to another device or feature of the patient anatomy. The tetrafluoroethylene (etfe) cable coating and polytetrafluoroethylene (ptfe) liner of the inner coil were found intact in this location.

Event description:
This report is to advise of an event observed during analysis.